Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The implant date is unk and was reported to be 6-8 weeks prior to this event. The lot # of the pinnacle pelvic floor repair kit is not known; therefore, the device manufacture date and expiration date can not be determined. The suspect device was implanted and not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during a cystocele procedure. It was observed, approx 6-8 weeks following the initial procedure, that a small part of the mesh was exposed. The doctor went in and trimmed out the exposed mesh, and resealed the vaginal mucosa. The patient's condition was reported as "fine".